Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the blood sample was absorbed. The customer's expected fasting blood glucose test result range is 200 - 220 mg/dl. During the call on (B)(6) 2017, the customer reported having symptoms of fatigue, excess urination, thirst and blurry vision; customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of e-5 using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is (B)(6) 2017. Customer stated he had also tested with lot number mt2200 and also received the e-5 error message. Customer stated that he may have removed the strip away from the blood sample prematurely. The meter memory was not reviewed for previous test result history.